Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000544, serial/lot #: unknown. H3) a manufacturer representative (rep) went to the site to test the imaging system. No hardware parts were replaced and the system performed as intended.  Codes: b01, c19, d14 g2) foreign country: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) lost power during a case. The imaging system was removed from case and customers other manufacturer imaging system was used in place. The surgery was not aborted, but manufacturer imaging and navigation were. Patient impact and surgical delay unavailable. Troubleshooting was performed and the field representative (rep) found when the mvs power cord plugged into main cart, for green indicator light not to be lit, and no power present on mvs power board or uninterruptable power supply. The rep troubleshot the ac mains path from mains filter to din rail and found ac mains present to din rail but found when pushing dvm probes onto contact points on din rail for power to be restored and pushing cables attached to the left most position of the din rail for power to drop out.  On closer inspection found the black cable that connects to the terminal block (exactly left of the in -rush limiter beige block assay) clamping screw to be loose. Checked end of cable to make sure that the crimp was intact and reinserted cable and tightened screw. Power restored after previous actions and the rep re-checked all connections on din rail and confirmed power to be stable.